Event description:
Product failed to fuse - there was patient injury. Additional information received from customer: (B)(6) advised of a patient who had failed to fuse, and on reintervention 9 months post surgery the graft showed no sign of incorporation, and was as if inserted only a week earlier. (B)(6) mentioned that the patient was a heavy smoker. On further investigation, this patient was a regular marijuana smoker. He claims to smoke a bag of marijuana a day and 3-4 cigarettes. (B)(6) has queried whether this could be a cause of his failure to fuse. This patient is also a clinical study patient in the (B)(4) study. This patient was a protocol violation in this study. This event was advised to the study monitor.

Manufacturer narrative:
(B)(4). Baxter medical assessment: (B)(4). It is a known risk factor to smoke and this patient admits to having quite an extensive usage pattern which could have contributed to his fusion failing. His use of marijuana made him an inclusion/exclusion violation. There is an expectation that not 100% of patients enrolled will experience effective fusion as this coincides with the current literature for all bone grafts and bone graft substitutes. Therefore this single occurrence is not unexpected and proper tracking of all adverse events throughout the study should continue to detect any abnormal or unusual trends. No further action is required. (B)(4). No further information is available. This is the first case of this nature for the reported lot. The case will be kept on file for trending purposes.